Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had delay in the keypad responds time and push the buttons hard sometimes before the buttons work. Issue was ongoing for two weeks and now keypad anomaly. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states the button was not unresponsive during an easy bolus attempt. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer stated that buttons are responding but delay in responds and apply lots of pressure while pushing the buttons so customer prefer replacement at this time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.